Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unk screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review investigation. Medical corporation sekishizankai sapporo sports clinic. Odori higashi 4-chome 1-19 odori higashi yamamura center building 2f, chuo-ku, sapporo, japan, hokkaido 060-0041, japan reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent the removal surgery for an unk screws. During extraction, the screw was tightly engaged and the head was stripped when trying to turn it with a screwdriver. The screw was completely removed during plate removal. The surgeon commented that this was the second most recent case and wanted to know how this could happen. Patient status outcome: stable. No further information is available. This report is for one (1) unk screws: trauma. This is report 1 of 1 for complaint (B)(4).